Event description:
The meter would only prompt an insert strip message while attempting to test. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was resolved when pt used another vial of test strips. No further info has been reported.